Event description:
During a saphenous vein procedure, a wire piece from the c-ring (cradle) detached during surgery. An additional incision 2-3cm long was made on the pt in an attempt to retrieve the piece that detached from the uniport. The piece was successfully retrieved without further complications to the pt. The pt was last reported to be in good condition.